Manufacturer narrative:
Name ypsomed ag. Entity ID (B)(4). Street (B)(6). City (B)(6). Country switzerland postal code ch-(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an issue on (B)(6) 2026 where the patient's infusion set fell off during preparation.